Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6) h3, h6: a medtronic representative went to the site to test the equipment. The camera was replaced and the system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. The camera, lot number: p903999, was returned to the manufacturer for analysis. The returned psu had scratches on the housing and minor scratches on the outer edges of the lens housings. A check of the event log showed intermittent illuminator current low and intermittent firmware incompatibility. Although there were several intermittent events recorded, all lasted no more than a second or two. This would not explain the reported lapse in tracking. Otherwise, the psu failed an accuracy test of .353mm with a passing threshold of .250mm. This result would not prevent tracking and likely would go unnoticed by the user. Not able to replicate the reported tracking issues. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that the system was not able to see the cranial frame and passive planar probe. This happened after the system had sat untouched for 45 minutes. The site rebooted the system and it was working as intended for the rest of the case. This was before registration had occurred. No known impact to patient outcome. There was a surgical delay of less than one hour. Troubleshooting was performed, the issue was able to be duplicated after letting the system sit for 15 minutes and it was not able to track. There was an increase in firmware incompatibility inside the ndi toolbox.